Event description:
As reported, the patient underwent an initial total hip arthroplasty. Subsequently, the patient experienced loosening of their hip prosthesis due to massive osteolysis at the level of the cup and proximal femur, secondary to premature wear of the polyethylene, and was revised. No further information provided.